Manufacturer narrative:
It was reported that during the procedure, a non-locking screw broke in the oblong hole of a 5-small hole plate. The surgeon was able to remove the head of the screw but had to leave the body of the screw implanted. The surgeon made sure not to have any tissue pressing on the driver during implantation. Another screw was able to be implanted and the surgery was successfully completed. No patient complications have been reported.

Event description:
It was reported that during the procedure, a non-locking screw broke in the oblong hole of a 5-small hole plate. The surgeon was able to remove the head of the screw but had to leave the body of the screw implanted. The surgeon made sure not to have any tissue pressing on the driver during implantation. Another screw was able to be implanted and the surgery was successfully completed. No patient complications have been reported.